Event description:
Kci received article, armstrong, d.g., marston, w.a. Reyzelman, a.m, kirsner, r.s. Comparative effectiveness of mechanically and electrically powered negative pressure wound therapy devices: a multicenter randomized controlled trial. Wound rep reg (2012) 332-341, that reported that thirteen (13) patients placed on v.a.c. Therapy experienced maceration. No additional information is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged maceration events are related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.